Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized in the last 4 weeks due to a diabetic ketoacidosis. The customer declined to speak to the helpline. The customer also had issues with the sensor. The insulin pump alarmed calibration errors and change sensor. Customer's blood glucose level was not reported. The device was not returned.